Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was unknown. The customer explained that he received the alarm when the battery life was halfway. The customer was advised that the alarm would recur with each new battery inserted if the alarm was not cleared. The customer stated that neither the battery compartment nor the spring were damaged or corroded. The customer received the failed battery test alarm again while troubleshooting. The customer was advised that the insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify failed battery test alarm due to blank display. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.